Event description:
The customer reported that the device failed to power on. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to philips for eval and the reported symptom was confirmed. The power pca was replaced to resolve the reported symptom. After passing all testing the device was returned to use. Philips has determined that this was a power pca failure. No formal communication was returned nor provided.